Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The external iliac artery had severe calcification, and the iliac vessels were small in diameter. It was reported that the stent graft was successfully placed; however, upon removal of the delivery catheter, the external iliac artery was ruptured. The physician inserted a reliant balloon to control the bleeding and then elected to sew in a conduit. The physician then placed the iliac limb stent graft, and the case was completed. No additional clinical sequelae were reported, and the patient is fine. The delivery system was discarded after the procedure.

Manufacturer narrative:
Intervention required. Evaluation: results: arterial trauma/dissection/perforation; narrow and severely calcified external iliac artery. Conclusions: narrow and severely calcified external iliac artery.